Event description:
Coopervision was made aware from the pt's mother that her daughter put the lens in her right eye for the first time and after 1 hr she had a swollen eye and face. Later an allergic reaction spread throughout the body. Pt was prescribed 1 ampule methylprednisolone 250 mg and advantan creme 1x daily. Treatment for the skin, not the eyes. Pt is continuing to wear contact lenses. Permanent or serious injury was not reported.